Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The ICD will be sent back to boston scientific for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was oversensing noise on the right ventricular (rv) pace/sense channel which led to the delivery of inappropriate anti-tachycardia pacing for the patient. The patient was seen back in the clinic and noise was able to be reproduced through manipulation of the ICD in the pocket and when the patient raised their left arm. Fluoroscopy showed there may be lead chatter and/or a header connection issue. Surgical intervention was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.